Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. A bent infusion set cannula was found. The blood glucose reading was 507 mg/dl. The customer complained of thirst and frequent urination, and she treated with a manual bolus. She was advised to change the infusion set, reservoir and insulin. She declined to perform the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.